Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer septal occluder was sceleted for implant using a 10f amplatzer trevisio intravascular delivery system (atv). During the procedure, the right disk had cobra formation and was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was replaced with a new 30 mm amplatzer septal occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device